Event description:
It was reported by the customer that a pyxis anesthesia es system did not allow user to login during a case. It took around 3 minutes to go from sign-in to the home screen. The customer confirmed that there was no delay or patient harm was reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was taking longer than usual to go from sign-in to home screen. Technical support specialist removed network basic input/output system and switched duplex to 100 megabits per second to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Manufacturer narrative:
Upon investigation of the actual device used in this incident determined that device taking longer than usual to sign-in to home screen. A technical support specialist removed network basic input/output system and switched duplex to 100 megabits per second to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not allow user to login during a case. It took around 3 minutes to go from sign-in to the home screen.the customer confirmed that there was no delay or patient harm was reported.there were no adverse events or injuries reported based on this event.